Event description:
The minifix was used on the pt for first metatarsal lengthening. The pt allowed partial weight bearing on foot. One of the body clamp screws that tightens the pins was pulled out of the body. The fixator came in contact with the ground when the pt was walking. A fracture if the first metatarsal occurred. Follow up on the pt: the pt is expected to heal with out complication.

Manufacturer narrative:
Results: visual inspection: clamp screw and clamp of the fixed body were not returned. The fixed body is damaged: signs of torsion of the chamfer of the pin grooves. Threads in the fixed body are damaged dimensional inspection: all parts returned are within specification. Documentation inspection: the device record shows no non-compliance in manufacturing and assembly steps. Inspection of the remaining products of lot number m937: eight products in inventory are compliant to MFR specifications. Conclusions: the visual inspection confirms that the screw clamp was pulled out of the body. We can conclude the incident is not due to a manufacturing issue. Indication for minifix is small bone fixation.